Event description:
Information was received indicating that the cadd cassette reservoirs - flow stop is punctured when you put in serum. It is leaking from the inside. The event occurred at the end of the procedure and there was no injury to the patient.